Manufacturer narrative:
B3. Revised date of event as it was entered incorrectly on the initial report that was submitted. G3. Date should of been 8-nov-2025 on the initial report that was submitted. H6. Code a24 was reported incorrectly on the initial report that was submitted.

Manufacturer narrative:
G3 date on 1220648-2026-01084-2 was erroneously entered. H6 component code g07003 was inadvertently omitted 1220648-2026-01084-2.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient developed a suspected case of heparin-induced thrombocytopenia. One unit of blood was administered, and plasma-free hemoglobin levels were improving. Fluid removal was being performed gradually via continuous renal replacement therapy (crrt). Subsequently, care was withdrawn, and the patient expired.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. Mechanical interaction with blood/ hemolysis: the root cause of reported miwb/ hemolysis issue cannot be determined since the complaint device not returned for evaluation and insufficient clinical details provided. Thrombocytopenia: the cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all post sterile inspection checks.